Event description:
It was reported that the user dropped the ilet, the insulin cartridge dislodged, and after reinserting the cartridge the user was unable to attach the tubing because the luer connector would not twist; a new luer connector resolved the issue, tubing was filled, and insulin delivery was resumed. Symptoms included hyperglycemia with a highest reading reported as ¿high,¿ above 180 mg/dl for approximately 1.5 hours, and device alerts for sustained hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance beyond routine support, with glucose later decreasing to 239 mg/dl. Investigation included user troubleshooting guidance to rewind, reseat the cartridge, replace the damaged luer connector, and restore infusion. Investigation of this case revealed a damaged or deformed luer connection preventing proper tubing attachment following a drop, consistent with a connector malfunction of the infusion set interface. It was concluded, based on previously established findings for similar reports, that the cause was device component damage due to physical impact leading to a connection failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.